Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 1 years, 2 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the valve required intervention due to stenosis and regurgitation. A valve in valve was performed. No other information is available at this time.

Event description:
As reported by the field clinical specialist, approximately 1 years, 2 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and an inspiris resilia was implanted. The reason for explant was stenosis and regurgitation. After a review of medical records received, the explant was due to severe stenosis with thickened leaflets and reduced excursion and replacement with a 23mm inspiris resilia bioprosthesis.

Manufacturer narrative:
A supplemental MDR is being submitted for additional and corrected information from received follow up. The following section of this report has been updated: update to b3, b4, b5, b7, e1, g3, g6, h2, h6, h10. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The imagery provided showed that the implanted valve was well seated at one year post implant, and no other abnormalities were observed. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3/s3u IFU was reviewed. The commander delivery system with s3 IFU was reviewed. Valve stenosis, leaflet thickening and leaflet motion restriction in patient are known potential adverse events. Noted under potential adverse events, 'leaflet ' thickened', 'valve ' stenosis', and 'leaflet ' motion restricted-in patient'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the medical records. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 1 years, 2 months post-implant of a 23 mm sapien 3 ultra valve in the aortic position, the 23 mm sapien 3 ultra valve was explanted and an inspiris resilia was implanted'. Additionally, review of medical record revealed severe stenosis with thickened leaflets and reduced excursion. Per IFU, thickened leaflet and stenosis were potential adverse events associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet thickened or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Per medical record, the patient was initially placed on coumadin on 12/15/22, however had a negative side effect. The patient planned to re-start anticoagulant with a different type of anticoagulation after the diagnosis of stenosis and leaflet thickened on 2/15/23. In this case, the patient had discontinued the anticoagulant due to the reaction, which potentially increased the risk for valve thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening leading to stenosis. As the leaflets thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restricted. As such, available information suggests that patient factors (leaflet thickening and inadequate anticoagulant therapy, thrombisis) may have contributed to the reported event. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.